Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient had an infection during the trial phase (advanced evaluation) of the neurostimulator implant system. This was observed when the patient came in to have the permanent implantable device system. The lead component was then removed. No malfunctions were seen and the patient was anxious to get the permanent device system implanted. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4)

Event description:
Follow up information reported that confirmed that the patient did have an infection during the trial phase of testing of the neurostimulator device. The patient did well with the advance evaluation of testing and the infection was first seen during the stage 2 phase of device testing. It was unsure if cultures were taken. The infection site was noted to be at the lead insertion site. The infection did clear up with removalof the lead and with treatment with antibiotics. The patient was reported as doing fine and desired to still have the device but had not been rescheduled for implantation at the time of this report. If additional information is received, a follow up report will be sent.